Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2015. The most recent information was received on 31-jan-2019. This case was reported by a lawyer and describes the occurrence of pain ("paroxysmal pains") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required) and gestational hypertension ("hypertension") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months after insertion of essure. The patient was treated with surgery (hysterectomy planned - bilateral salpingectomy with elective abortion on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pain, pregnancy with contraceptive device and gestational hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered gestational hypertension, pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: bilateral obstruction of 2 fallopian tubes - physician could not identify which permeable fallopian tube was permeable. Ultrasound scan - in (B)(6) 2014: good results. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-feb-2019 for the following meddra preferred terms: pain. The analysis in the global safety database revealed 428 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 4842 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 31-jan-2019: references from duplicate deleted case (B)(4) (MFR number 2951250-2017-04331) entered as it was follow-up from this case. New information added to this case from lawyer and health authority: patient´s data was updated, essure was inserted on (B)(6) 2014 (prev: (B)(6) 2014). New events added: paroxysmal pains, hypertension. Start dates of events: (B)(6) 2015. Outcome unknown. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1713347) on 22-may-2015. The most recent information was received on 13-may-2019. This case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right implant "twisted"" and device ineffective "lack of device effect". The patient's medical history included multigravida, abortion induced, ex-tobacco user, menses irregular with excessive bleeding, dysmenorrhea, c-section and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pain ("paroxysmal pains") and gestational hypertension ("hypertension"), 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("regular periods of 3 days very abundant during 2 days with clots"), metrorrhagia ("brown metrorrhagia for 8 days before periods") and dysmenorrhoea ("dysmenorrhea/ pain at half cycle"). The patient was treated with surgery (hysterectomy - bilateral salpingectomy with elective abortion on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the pain, gestational hypertension, pelvic pain, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, gestational hypertension, menorrhagia, metrorrhagia, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Hysterosalpingogram - on an unknown date: bilateral obstruction of 2 fallopian tubes - physician could not identify which permeable fallopian tube was permeable. Ultrasound scan - on an unknown date: left implant in place but right implant "twisted". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-may-2015. The most recent information was received on 08-mar-2019. This case case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy ("pregnancy") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right implant "twisted"" and device ineffective "lack of device effect". The patient's medical history included pregnancy multiple, abortion induced, tobacco user, heavy periods, dysmenorrhea, c-section and vaginal delivery. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain ("paroxysmal pains") and gestational hypertension ("hypertension") and was found to have a pregnancy (seriousness criterion medically significant), 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("regular periods of 3 days very abundant during 2 days with clots"), metrorrhagia ("brown metrorrhagia for 8 days before periods") and dysmenorrhoea ("dysmenorrhea/ pain at half cycle"). The patient was treated with surgery (hysterectomy - bilateral salpingectomy with elective abortion on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the pain, gestational hypertension, pelvic pain, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, gestational hypertension, menorrhagia, metrorrhagia, pain, pelvic pain and pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Hysterosalpingogram - on an unknown date: bilateral obstruction of 2 fallopian tubes - physician could not identify which permeable fallopian tube was permeable. Ultrasound scan - on an unknown date: left implant in place but right implant "twisted". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 13.321cases. Pregnancy with contracetive device. The analysis in the global safety database revealed 4906 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occure with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient's information, bmi, lab tests, medical history, essure removal date and stop date of pregnancy were updated. New events added: right implant "twisted", regular periods of 3 days very abundant during 2 days with clots, dysmenorrhea/she had pain at half cycle, brown metrorrhagia for 8 days before periods and pelvic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.